Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite® tapered certain® prevail® implant 4/3 x 15mm (xiitp4315) was returned for investigation. The certainâ® 4, 5, 6mm(d) implant driver tip - short (iipdts) was not returned. Visual evaluation, functional testing of the as returned product identified no damage/malfunction. Engaged/retained with in-house driver. Device history record (DHR) review and complaint history review could not be performed, as the lot number associated with the reported product (iipdts) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iipdts) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified for the iipdts therefore, the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI not available.

Event description:
It was reported that the driver is damaged and make the implant fell down during the procedure. The driver disengage from the implant. Doctor used another driver from another surgical kit to complete the surgery.